Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -13.0/+3/174 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was exchanged with a same model but different size lens due to observation of excessive vault and elevated iop (without pupil block and angle closure). The reported stated that the patient's condition is very good now.

Manufacturer narrative:
Corrected data: complaint "required intervention to prevent permanent impairment/damage (devices)". Outcome should have been mentioned in initial MDR. Claim # (B)(4).

Manufacturer narrative:
Date of exchange took place on (B)(6) 2018. Claim # (B)(4).